Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site and there was no allegation of device malfunction. Cine images were submitted to the edwards medical director for review. No echo images were provided. Observations: ¿ mod-severe aortic valve calcification, mod-severe aortic root calcification, no porcelain aorta, no mitral annular calcification (mac) ¿ poor coaxial alignment of valve and delivery system ¿ good image intensifier angle (iia) ¿ valve positioned and deployed 90/10 lateral, 55/45 medial ¿ no loss of pacing capture and ventilation held ¿ post deployment angio demonstrates ar ¿ next image shows valve embolized in the ventricle. No images depicting the valve embolizing. Impressions: risk factors for valve embolization include poor coaxial alignment and poor positioning of the valve prior to deployment, leading to extremely canted valve deployment. Images of the actual embolization and difficulty with the guide wire were not provided for review. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per imaging review, the embolization of the sapien valve into the lv was likely due to a combination of poor coaxial alignment and poor positioning of the valve prior to deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transaortic tavr procedure, the 26mm sapien valve was implanted in a canted 60:40 aortic position, with the sapien valve just below the annulus at the left coronary cusp. The valve was noted to be stable in the aortic annulus, but there was moderate-to-severe paravalvular leak (pvl). The medical team decided to implant a second 26mm sapien valve to secure the first valve in place and resolve the pvl. While removing the ascendra 3 delivery system, the 0.035" super stiff amplatz wire was accidentally pulled out of the left ventricle (lv) and guidewire position was lost. While trying to reestablish guidewire positioning through the sapien valve, the sapien valve embolized into the lv. A second 26mm sapien valve was then implanted via the transaortic approach. The patient was then placed on cardiopulmonary bypass (cpb), transapical access was acquired, and the embolized valve was recovered. The patient was noted to be in stable condition post procedure. The native aortic annular diameter was 21mm by tee and 18mmx25mm (area 410) by CT. The native aortic valve was moderately calcified and the aortic root was not calcified. The sinotubular junction (stj) diameter was 26.1mm, and the sinus of valsalva (sov) diameter was 33mm. The patient¿s ejection fraction (ef) was 55%. The image intensifier angle was described as good, and the coaxial alignment of the valve and delivery system was described as poor. During deployment, ventilation was held and there was no loss of pacing capture.

Manufacturer narrative:
The investigation is ongoing.